Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised due to fluid loss from the connector. It was further reported that the connector was explanted and a new connector was implanted due to fluid loss. The patient reported that it was difficult to inflate or deflate his device two weeks prior to surgery.